Event description:
It was reported that during a post op check the day after surgery, this right ventricular (rv) lead exhibited an increase in pacing impedance from 848 ohms, to 1,354 ohms. All other measurements were within normal range. X-ray imaging and ultrasound that the rv lead helix had retracted, pacing impedance stable at 1,100 ohms. At this time, the pacing impedance measurements, sensing and thresholds all are stable and within normal range. The physician will monitor the patient closely. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.